Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag console not passing the self-test when entering battery test mode was confirmed and reproduced. A log file was downloaded from the returned centrimag console. Data from the reported event date of 20nov2024 was reviewed. On 20nov2024 at 08:22:13, 08:23:19, 08:24:34, 08:29:14, and 09:08:30, the " power on self test fail: s1" alarm activated due to a sf_sps_battery_selftest sub fault flag shortly after the console was powered on. The system was power cycled multiple times which did not resolve the alarm. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the edc. The returned console was powered on and during the boot up sequence the console displayed a ¿power on self test fail: s1¿ error confirming the reported event. The power was cycled on the console and the s1 alarm returned. The issue was further investigated and it was determined that the console backup battery, serial (B)(6), was the cause of the issue. The backup battery was replaced with a new one to resolve the issue. The console was then functional tested and found to pass all tests. The console was returned to the rental pool and the battery was forwarded to ppe for further analysis. Visual inspection of the returned battery revealed no anomalies. The battery was inserted in a test loop, and when ac power was disconnected the battery was able to support the system. The battery underwent battery maintenance and was able to pass. The test console was restarted, and the battery was able to support the pump for an extended period of time without issues. There were no alarms reproduced. The battery welds were inspected, and no anomalies were noted. A review of device history records indicated that the battery previously tested on (B)(6) 2023 and passed. A root cause for the reported event was determined to be an intermittent issue with the console backup battery; however, a specific root cause was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #:(B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the unit was failing the self-test when entering battery test mode. The unit was a rental unit. The unit would be sent back and another rental was requested.